Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a generator explant due to infection. There is no allegation that infection was caused by the device. The physician stated that the infection was patient related. No other issues were noted. The patient was not re-implanted with a new system. The patient was stable before, during and after the procedure. The device will be retained by the hospital.